Event description:
On (B)(6) 2012, the patient contacted animas and reported that the up arrow keypad button was intermittently unresponsive and the keypad was peeling up around the edges. The patient denied any evidence of moisture in the pump. The patient reportedly did not clean the pump. There was no reported adverse event associated with this complaint. This complaint is being reported due to an alleged keypad issue.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Manufacturer narrative:
(B)(4): on examination, the keypad cover was noted to be peeling on the right side of the ok button to the up arrow button. On testing, all the keypad buttons demonstrated intermittent response. None of the keypad buttons had normal spring back or click. The keypad cover was removed for investigation and revealed contamination under the contacts of all the keypad buttons.